Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and it had a leak. A leak test was performed and failed due to leaks in the pump. There was moisture corrosion found inside the pump including moisture on the transceiver board and on the ir board on elements of the motor boost regulator circuit.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.